Event description:
A (B)(6), male, pt, contacted zoll lifecor customer support service to report his monitor was not powering up properly with either pair of battery packs. The monitor would power up with an hour glass displayed on the monitor's screen and then the monitor would go blank. The monitor would also produce an unk high pitch beep. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor (B)(4) has been completed. The reported problem was confirmed. The cause of the monitor not powering up properly was due to the inability of the u104 processor to access part of the system flash residing within u102 and u105. The root cause of the inaccessible flash is still under investigation. Will provide a supplement to this MDR when additional info is available. No adverse event resulted from the defective monitor. The pt received a replacement monitor.